Event description:
It was reported that during a shoulder arthroscopy, the shaver blade broke in the patient's shoulder. The piece of metal was never recovered.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: blade broke in the patient's shoulder probable root cause: inadequate window profile inadequate welding process improper material strength inadequate size selected for the application material brittleness excessive force applied by the user incorrect rfid tag the reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during a shoulder arthroscopy, the shaver blade broke in the patient's shoulder. The piece of metal was never recovered.